Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 15-may-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was about a week and a half to 2 weeks into having the ins, the patient noticed their incision was not healing. The patient got strep throat and that same weekend they wound up in the ER because they were hurting so bad. They did a cat scan and they saw some kind of a ball or something in the incision and said it was the start or the end of an infection so they put the patient on antibiotics for about 3 weeks. Patient had been going to the wound center 3 times a week because there was a lot of fluid coming out of the incision around the leads and they didn't understand what was going on. The stimulator was working for the patient except for the opening where they put it in. Patient was scheduled for an MRI today at 12: 30 in (B)(6) and not until yesterday when the facility called the patient to remind them that they would like someone to be there with them from the medtronic representative to help them put the device in something and give them information. Patient said they tried both of their numbers for a rep and one said they could not get to them until tomorrow and the other girl had not called them back yet. Patient wanted to know if they could call back in about an hour to get assistance on how to enter MRI mode. Agent reviewed MRI guidelines with patient and assistance can be made if everything was charged and brought with them to appointment. Pt called back to get assistance going into MRI mode. Walked pt through using the handset and communicator. Pt was able to put the device in MRI mode.

Manufacturer narrative:
Correction g4. PMA # missing previously. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.